Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the spring wire guide broke and a piece remained in the patient. The patient went to the hemodynamics room and the spring wire guide was found in the "braqueal area inserted in soft tissues". The guidewire was removed through a surgical procedure. The patient's current condition was reported to be fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide broke and a piece remained in the patient. The patient went to the hemodynamics room and the spring wire guide was found in the "braqueal area inserted in soft tissues." The guidewire was removed through a surgical procedure. The patient's current condition was reported to be fine.